Event description:
Consumer with concerns about her pt meter. Was comparing the readings with another meter (competitive). Pt experienced a seizure while on the paradigm link. Had another seizure in school and had to be treated by the paramedics (glucagon).